Event description:
Reporter alleged blood glucose measured 303 mg/dl at 10:15 pm and received a 289 mg/dl with a different meter so took an additional 1/2 oral diabetes medication. It was stated that around 4-4:40 am customer was feeling confused and a co-worker tested customer's glucose with a reading of 214 mg/dl so they called emergency medical technicians (emts). Emt time of arrival was reportedly not provided however their result was stated to be "very low" for customer's glucose however no value was provided. Reporter stated emts gave customer orange juice to elevate glucose level and no medical attention was received. A request was made for the return of the suspect device and replacement product was sent.